Event description:
Caller reported that the indicated battery charge dropped to 5% and continued to decrease despite being connected to a power source. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the caller to disconnect and reconnect the pump to the power source, which resolved the issue. They also informed the caller about a software update that addresses the fuel gauge fluctuation issue and provided information on preventing the problem until the update could be completed. The caller acknowledged and understood the guidance.